Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level had been as high as 475mg/dl. The customer's most current level was 242mg/dl. The customer was treated for the highs. Troubleshoot was conducted. The customer was reporting past event and had already corrected. The customer was advised to monitor the device.